Event description:
It was reported that patient underwent a surgical to explant and replaced his artificial urinary sphincter (aus) cuff. The cuff was downsized from 5.5cm to 5.0cm. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.